Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was in disconnected mode. A technical support specialist dialed into the station and checked the debug log, identifying a potential communication problem between the server and the station. Located ka (medstation es full sync failure post 1.7.4 upgrade - error starting grpc call), which requires a full synchronization. Upon further review, found that most ports on the station had timed out. Checked medstation lctruman and confirmed it was recently upgraded to v1.8.0. Verified through the stations datasync log that there was no communication issue, but noted the pyxis es server was still on v1.11. The customer confirmed the issue was resolved, though they were unable to confirm any ongoing plan for the server upgrade to v1.11. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es lctruman was in disconnected mode. The customer tried to reboot, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.